Event description:
Pt reported having connection problem with the infusion device. Pt stated, the infusion tubing is loosened, not broken, and this has occurred several times. Pt reported, the issue is the connection between the infusion cannula and the infusion tubing. Pt stated, it separates in the middle of the night. Pt reported, the connector makes the click, but becomes loosened later, sometimes after a few hours. Pt reported no problems with elevated blood glucose level. Pt discarded the alleged infusion set. No further info available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.